Event description:
It was reported to resmed (B)(6) that while setting up an astral device, the device failed to pass its internal self-test. The device was not in use when the fault occurred, therefore, there was no pt involvement. Ref MFR # 3004604967-2014-00068.